Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 652 mg/dl. The customer stated they were experiencing chest tightness and nausea. The customer stated she was in the hospital last night due to a blood glucose level of 652 mg/dl. The customer stated that the site wasn't all the way in her body. The customer stated that she smelled insulin, looked at site and it was leaking. The customer is unsure if it was crimped. The customer declined to troubleshoot for high blood glucose level because the insulin pump is currently working. The product was not returned for analysis.